Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Evaluation of the patient's rv lead was also performed, which confirmed the inner conductor coil was fractured approximately 167 to 205 millimeters (mm) from the terminal pin. Analysis concluded the clinically observed noise, oversensing, and increased impedance measurements were most likely due to this identified fracture.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and patient's right ventricular (rv) lead exhibited noise and oversensing on the rv channel, resulting in inappropriate shocks and pacing inhibition with less than two seconds of asystole. It was believed that therapy was not exhausted for the patient. The noise could be reproduced with position changes with the patient. The rv pacing impedance measurements also went from 400-500 ohms (at implant), to greater than 1400 ohms. There were no out of range pacing impedance measurements observed. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa). All lead measurements were normal during testing and the physician was unable to recreate the noise once the device was disconnected. The lead and device were explanted and replaced. It was noted that the noise was mostly likely due to a lead fracture. The device was explanted because there was approximately half the battery life left and the physician felt that another procedure in a few years was not warranted. Additionally, it enabled them to upgrade the device. No additional adverse patient effects were reported.